Event description:
The customer contact reported an operator error in not responding to an alarm condition which resulted in the pt receiving less medication than intended. On an unspecified date and time the device was programmed to deliver heparin at a rate of 2400 units/hr and the delivery was started. In 2009 at 0146, the nurse noted the device had powered off. At this time the device was powered on and was programmed to deliver at the previously programmed rate and the delivery was started. A partial thromboplastin time (ptt) and heparin xa were drawn. The lab values were reported as "slightly subtherapeutic." No medical interventions were required. At 0257, the device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse pt sequelae. Upon review of the history by the customer contact, it was noted that the day before at 1350, 1404, 1415, and 1429, the device alarmed for low battery and depleted battery. The pump was operating on battery power for 4 hours and 45 minutes when at 1429, the device powered off. No further entries were noted on the history until the next day at 0146 when the device was powered on. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing including battery life test. During testing, the device operated with both channels delivering at a rate of 125ml/hr for a duration of 4 hours and 8 minutes before alarming low battery. The specification is a device with a fully charged battery delivers one channel or two channels for approximately 4 hours at a rate of 125ml/hr with the lcd backlight set to power saving mode. The customer contact indicated the event was the result of an operator error in not responding to an alarm condition. The device history was downloaded at the manufacturing facility. A review of the history indicates in 2009 at 1302, channel b was programmed in basic therapy to deliver heparin, with a drug concentration of 25000units/250ml, at a dose rate of 2400units/hr, with a vtbi of 250ml, for a calculated duration of 10 hr 25 min, deliver at end of infusion setting: continue rate, distal occlusion setting 10psi, and proximal occlusion setting of solution container. The infusion was started. At 1350 and 1404, the device alarmed for depleted battery shutdown alarm. At 1429, the device powered off. On the next day at 0146, the device was powered on. At 0147, channel b was programmed in basic therapy to deliver heparin, with a drug concentration of 25000units/250ml, at a dose rate of 2400units/hr, with a vtbi of 150ml, for a calculated duration of 6 hr 15 min, deliver at end of infusion setting: continue rate, distal occlusion setting 10psi, and proximal occlusion setting of solution container. The infusion was started.